Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failure alarm. The customer¿s blood glucose level was 180 mg/dl. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer was performed self test and the test was not passed. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No pump error 63 noted during testing, however, pump error 63 was present in the pump trace download due to broken trace at u1 pin 1/vdd on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.